Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became fractured and a fragment remained inside patient's body. A flexima¿ drainage catheter was selected for use during nephrostomy under fluoroscopy guidance. During the procedure, the device kinked in several segments of the microguide. Consequently, upon removal, the device became fractured with a fragment of the device left in the lower renal pelvis. The procedure was stopped and re-scheduled as there was no other device available. No further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the guidewire component was returned for analysis and damage was observed as part of overall visual revision. The drainage catheter was not returned for analysis. The coil was found unraveled at the distal section. Additionally, the core wire was broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter became fractured and a fragment remained inside patient's body. A flexima¿ drainage catheter was selected for use during nephrostomy under fluoroscopy guidance. During the procedure, the device kinked in several segments of the microguide. Consequently, upon removal, the device became fractured with a fragment of the device left in the lower renal pelvis. The procedure was stopped and re-scheduled as there was no other device available. No further patient complications reported and the patient's condition was stable.